Event description:
It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter was used during a ureteroscopy procedure. The patient age was reported to be over 18 years. According to the complainant, during the procedure, the device kinked. The procedure was completed with another uromax ultra balloon dilatation catheter. There were no patient complications and the patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
The returned uromax ultra balloon dilatation catheter was returned with the balloon tightly folded but not wrapped and without the wingtool. A visual inspection of the catheter revealed a kink 85 mm and 125 mm distal to the strain relief. The balloon was inflated with air and examined under polarized light, which revealed that there was no damage to the balloon surface. The balloon was then inflated with water to its rated burst pressure of 20 atmospheres (atm) using a leveen inflator. No leaks or drop in pressure were noted. Finally, a guidewire was passed through the catheter from the tip and failed to advance past the kinked section 125 mm distal to the strain relief. The most probable root cause for this event was determined to be operational context.

Event description:
It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter was used during a ureteroscopy procedure. The patient age was reported to be over (B)(6) years.according to the complainant, during the procedure, the device kinked. The procedure was completed with another uromax ultra balloon dilatation catheter. There were no patient complications and the patient's condition at the conclusion of the procedure was reported to be "fine".